Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the left anterior descending (lad) artery. After a guide wire crossed the lesion, pre-dilatation was performed with an nc quantum balloon catheter. A 3.00 x 32 synergy ii drug-eluting stent was then advanced but failed to cross the lesion and a spiral dissection was noted. Subsequently, wire and positioning were lost, and a bypass surgery was performed. No further patient complications were reported and the patient's status was well.